Event description:
It was reported the pink slide did not move forward and the cannula was visible but did not properly insert into the infusion site; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 27 mmol/l (486 mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a manual insulin injection was administered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.